Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low pacing lead impedance measurement of less than 200 ohms. An impedance dropped from 600 ohms was observed months ago; but still within normal range and other measurements were stable. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.